Event description:
On 08/09/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the (B)(4). Recalibrated (B)(4) from 354 to 334. No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the (B)(4) value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. No product returned. If new information, or the device is returned for investigation a follow up report will be submitted. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).